Event description:
It was reported while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes the plasma did not separate the cells after centrifugation. There were no health consequences or impacts reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Bd quality will continue to monitor sample quality complaints. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the plasma did not separate the cells after centrifugation. There were no health consequences or impacts reported.